Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and has developed paradoxical hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, a2, a3a, a4, b5, d1, d4, g1, g3, h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting submental (B)(6) 2019 with coolmini and upper abdomen cooladvantage+ coolcore on (B)(6) 2019 developed paradoxical hyperplasia (ph).